Manufacturer narrative:
Insulin pump received with battery power loss and charge battery anomaly due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test and current test due to corroded battery tube spring contact and corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had loss battery less then expected. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.